Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
X-rays one week post op revealed superior screws to be backing out and cage to be tilting away from intended position.